Event description:
During a pta/atherectomy treatment procedure, the xxl/12-4/5.8/75 mm balloon ruptured and the shaft fractured. (The number of atms reached on inflation is unknown.) The patient was asymptomatic during this event. The lesion being treated was a left arm fistula. The physician used a 7f pinnacle introducer sheath for vascular access. The mid to distal part of the balloon ruptured and then the catheter broke off inside of the patient. The physician successfully snared and removed the distal portion of the catheter. The xxl balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.